Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated in clinic due to a battery depletion alert and end of life (eol) alert in (B)(6) 2026. A replacement was advised as shock therapy was not guaranteed. A replacement was scheduled. No adverse patient effects were reported.